Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and advantage was implanted. The patient underwent another procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui, cystocele, rectocele and pelvic pain. It was reported that due to urinary retention, patient underwent partial removal of midurethra sling on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4)>no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent hysterectomy due to sui, failed ablation, menorrhagia and bicornuate uterus. It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui, cystocele, rectocele and pelvic pain. It was reported that due to urinary retention, patient underwent partial removal of midurethra sling on (B)(6) 2012.